Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Customer was admitted on (B)(6) 2014 with blood glucose levels over 500 mg/dl. Customer does not know what caused the high blood glucose level. Customer was admitted for 2 days. Customer was wearing the pump at the time of the emergency room visit. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.